Event description:
Literature was reviewed regarding a 38-year-old female patient with a history of atrial septal defect, pulmonary stenosis, and bicuspid aortic valve, all previously treated with implant of a mechanical atrial prosthetic valve 8 years prior and a medtronic melody pulmonary bioprosthetic valve 7 years prior. More recently, the patient presented with symptoms of fever, chills, and shortness of breath. Cardiac examination revealed tachycardia. Further testing with positron emission tomography revealed septic emboli at the melody pulmonary valve. Metagenomic sequencing confirmed infective endocarditis due to the haemophilus parainfluenzae pathogen. Subsequently, the patient underwent explant and successful replacement of the pulmonary and aortic valves with non-medtronic prostheses. Visual inspection noted thickened bioprosthetic pulmonary valve leaflets with limited mobility and possible vegetative lesions on the cusps, though valve cultures were ultimately negative. Post-operatively, the patient completed a course of antibiotics with full recovery. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: odukwe et al. Culture-negative transcatheter pulmonary valve endocarditis. Jacc case rep. 2025 oct 8;30(31):105324. Doi: 10.1016/j.jaccas.2025.105324. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.